Event description:
Complainant alleged that during biomed testing, the device allowed above 30 joules to be discharged during self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the product and will be providing a follow-up report when our investigation is completed.